Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (adjust belt messages and damaged electrode belt receptacle) has been confirmed. Upon investigation the monitor was unable to recognize an ECG signal. The monitor's electrode belt connector was broken free from the monitor enclosure, pinching wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing adjust belt and check belt messages and had a damaged electrode belt receptacle.